Event description:
For the past year I have had problems with allergies, asthma, skin rashes, blisters, heart palpitations, gastrointestinal problems, muscle and joint problems, several inflammation, migraines (which I never suffered before), seizures, passing out, and many other problems which all circled around pelvic pain. I went to the emergency room four times and was sent home with pain pills every time and no one could figure out the problem. My general practitioner never figured the problem out. I returned to my gyn three times to push the possibility of cancer. Finally, I started researching and found that I had an allergic reaction to nickel and had metal poisoning. I was near death. For weeks I could not take care of my family and lost several weeks of work due to the inability to even stand or think. I could not eat. I lost 20 pounds in less than two weeks. I did further research and found that essure was the root cause of my problems. I ended with a hysterectomy.